Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a high lead impedance message had been received while interrogating the pt's vns. A diagnostics test was not performed. There are no adverse events, as per the physician. No x-rays have been ordered. Surgery for vns lead replacement is likely.